Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was covering the balloon proximal bond and blood was observed on the distal end of the sealant. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f16318404) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable cause for the reported event could have been from incomplete engagement of the advancer tube.

Event description:
It was reported by the aci sales manager that a male patient underwent a diagnostic peripheral procedure on (B)(6) 2014. A pre-procedural femoral angiogram showed the vessel size to be 6mm. Access was obtained at the left femoral artery via a 5f sheath (model unk). Following the procedure, the physician who is training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon was tested and prepped. Then the device was ready for deployment. "The device was unsuccessfully deployed because the hard stop was not achieved and the sealant was visible upon pulling back on the shuttle. The balloon was then deflated and manual compression was applied for 20 minutes." The patient was ambulated and discharged to home the same day with no clinical sequela noted.